Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that component failure caused the c-cover to burn; however, the cause of the foreign object could not be established.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt c-cover and foreign objects were found on the connecting tube. There was no patient involvement.